Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 with a nasal sample. Confirmation testing performed at a doctor's office (platform: unknown) generated a negative result. The patient was reportedly symptomatic with a headache, sore throat, and muscle ache. Per the consumer, the physician was reportedly "unsure" about the negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 207191 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 207191, test base part number 195-430 / lot 206209. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 207191 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text: single use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 with a nasal sample. Confirmation testing performed at a doctor's office (platform: unknown) generated a negative result. The patient was reportedly symptomatic with a headache, sore throat, and muscle ache. Per the consumer, the physician was reportedly "unsure" about the negative results. No additional patient information, including treatment and outcome, was provided.